Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is confirmed that deviation from the reprocessing method outlined in the instruction manual may have caused the foreign material to remain inside the nozzle. However, a definitive root cause for the foreign material remaining inside the nozzle could not be determined. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection" and preventative measures in instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. The legal manufacture reviewed the customer-provided cleaning, disinfection, and sterilization (cds) processes, and confirmed that the customer did not presoak the endoscope in the detergent solution. Olympus will continue to monitor field performance for this device.